Event description:
The device was returned for sensor hardware failure (set ID sensor). The device was attached to a bracket and powered on, no problems were observed. A cassette was loaded on to the device and an infusion was run. During the infusion, a tubing set misloaded error was observed. The cassette was loaded on the device multiple times but the device continued to display a tubing set misloaded error. The device was opened for internal inspection and for functional testing. The rear handle o-ring was found unseated and damaged. The retaining plate is cracked. The set ID failed during functional testing.

Event description:
The following has been reported: biomed reported: "fk pump was giving the reported issue of "pump is not working. Giving error messages". There was no report of patient harm nor the stoppage of an active infusion. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.